Event description:
Healthcare professional reported a patient was injected with 2mls of skinvive¿ by juvéderm® into the cheek and there was a vascular occlusion. Hyaluronidase was injected and event resolved two days later.

Manufacturer narrative:
Clarification to h6: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.